Event description:
It was reported that the capture thresholds had increased and the r-wave sensing amplitude had decreased. X-ray did not reveal dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.